Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead implanted: (B)(6) 2014. (B)(4)

Event description:
It was reported that within one week of implant, the patient fell due to a pre-existing condition (vertigo). High atrial thresholds were noted. The lead was revised and left in use. Within another few weeks, the atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.